Manufacturer narrative:
(B)(4). Concomitant products: guide wire: elite 2 x 2, grandslam, runthrough extra floppy; guide cath: launcher 5 fr ebu 3.5mm, 8 fr ebu 3.5 mm, pcps. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, highly calcified, left circumflex artery (lcx), for treatment of a 90% stenosis. After placement of the guide wire, balloon angioplasty was attempted with four different balloons; however, three of the four non-abbott balloons ruptured on inflation. Resistance was felt during advancement of the fourth balloon (3.0x8 mm nc trek) to the lesion, which also ruptured on the first inflation at 14 atmospheres for 5 seconds. There was no resistance felt during retraction of the balloon from the anatomy. A different non-abbott balloon dilatation catheter was used successfully, after which three non-abbott stents were deployed completing the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.